Manufacturer narrative:
A receiver (sn (B)(4), mfg date: 12/15/2012) was also returned for evaluation and there was no issue detected.

Manufacturer narrative:
(B)(4). The complaint transmitter device was returned for evaluation. The device was visually inspected and no damage was found. Functional testing could not be performed because the device was received in a condition making evaluation not possible. However, the receiver (sm24910793 & str-gl-blu) that was used with the complaint transmitter device was returned for evaluation on 07/09/2013. A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. Reported fault could not be reproduced during investigation of the receiver. However, a review of the receiver data log confirmed the complaint of intermittent out of range.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.